Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the pacemaker failed to be interrogated via both radio frequency and inductive telemetry. No intervention was performed. The patient was stable in condition.

Event description:
New information noted that the device was explanted and replaced on 31 mar 2022. The patient's condition was stable throughout.